Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the repair evaluation at the maufacturer's service center the power cord was replaced. The ventilator's power cord was returned to the manufacturer's quality assurance laboratory, an open condition was found within the device's power cord.